Event description:
It was alleged by the customer that at the start of the day it was noticed the iled lighting system at the ceiling was tilted and no longer stable. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A first inspection identified the ceiling tube, which is mounted at the ceiling and sustains the light system, is damaged. The light system was taken out of use and dismounted from the ceiling. Further investigation is ongoing.

Manufacturer narrative:
The investigation identified a welding seams at the ceiling tube was not manufactured according to the specifications. The welding seam failed which caused the light system to tilt at the ceiling. The ceiling tube was exchanged and the light system is now working as intended. The medical device involved in the event passed it¿s exceeded lifetime of 10 years. Based on this, no further action is necessary.

Event description:
It was alleged by the customer that at the start of the day it was noticed the iled lighting system at the ceiling was tilted and no longer stable. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).